Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the target lesion was heavily calcified. The 3.5 x 12 mm tenku balloon was advanced. The balloon was inflated once at 15 atmospheres (atm) for 20 seconds. Then, the balloon could not be inflated. It is unknown if a balloon rupture occurred. No adverse patient effects were reported. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the nc tenku balloon did not inflate. Therefore, the device was exchanged for a non-abbott balloon catheter, which was inflated for one inflation at 15 atm for 20 seconds. No additional information was provided.